Manufacturer narrative:
One cadd cassette reservoir was received for the evaluation of a reported leak. It was received in a used condition inside of a plastic bag. The unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to verify that parts are free of cuts or damages that could cause leaks and no discrepancies were found. A functional testing was also performed where a syringe was used to infuse water into the cassette bag and a leakage was detected in the ay bag. The root cause was determined to be due to a manufacturing issue.

Event description:
Reported a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop was leaking reported by customer. No patient adverse events reported.